Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of more than 600 mg/dl at the time of the incident and current blood glucose was also same. Customer recheck the blood glucose was 572 mg/dl. Customer reported the following symptoms related to their high blood glucose were difficult breathing due to oxygen tank 24 hours per day due to lung disease. Customer treated high blood glucose with manual shot of humalog and bolus. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to monitor and callback if issue persists. The device is not expected to be returned for analysis.